Event description:
Additional information received indicated the left ventricular lead was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that loss of capture, high impedance, and noise resulting in oversensing was observed on the left ventricular (lv) lead. An x-ray was performed and the lv lead was dislodged. The physician suspected twiddlers syndrome to be the cause of the event. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.